Event description:
Reporter stated that caller from facility stated that on formula of neonatal tpn had to be compounded 3 times because of delivery errors. Each bag was programmed for 21ml 70% dextrose, 29ml amino acid solution and 73ml sterile water for a total volume of 123ml and a calculated refractive index of 11.4. Programmed and volume delivered displays were in agreement. However, for the first bag the volume measured ( by graduated cylinder) and refractive index were 160ml and 4.2, respectively. The second bag had the correct volume (120ml) but the refractive index was 14.2. The third bag had the correct volume and refractive index. The unit was sent to product services for eval.

Manufacturer narrative:
Evaluation: unit was received dirty and was tested as received. Unit passed all accuracy tests; however, it failed step 4.17 emi shield continuity. The complaint could not be duplicated. Unit was sent to repair where the umbilical cable was replaced, resolving the continuity failure. Unit then passed qa final inspection.